Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, use error and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side seroma and capsular contracture, baker grade unknown. "Lobulated contours" were later reported. Replacement devices "were not accepted by the hospital" so physician "opened patient¿s breasts, removed the capsule and put the same protheses in the patient." Device remains implanted.